Manufacturer narrative:
(B)(4). D10: 42-5122-005-11, persona uc articular surface, 65873815. 42-5402-000-32, persona patella, 66662340. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial knee surgery. Subsequently, the patient had a revision due to femoral and patellar loosening and instability. The surgical technique was utilized. There was no surgical delay. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: a2, a3 radiographic evaluation identified post-operative radiolucency around the femoral, tibial and patellar components, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.